Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm prograsp forceps instrument was noticed by the surgeon to have the wires broken. The site took the instrument off the field and opened a replacement. A report was made. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient. On 8/15/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating: surgeon was performing surgery on the davinci console when they noticed that the wires of the da vinci prograsp instrument was broken. Took the instrument off the field and opened a replacement. Report was made. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.